Event description:
It was reported that the patient presented via merlin.net transmission. The atrial lead exhibited noise. It was noted that noise reversion episodes had been present for several months and were becoming more frequent. The atrial lead also exhibited a sensing anomaly and a loss of capture. No medical intervention was performed. No patient symptoms were reported.